Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that the patient also experienced tachycardia, difficulty breathing and was unable to lie down.

Manufacturer narrative:
Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the left ventricular lead, the patient experienced heart failure. The lead was removed and procedure was abandoned.